Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07871. It was reported that x-rays showed that the leads migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored.